Event description:
Information was received from the patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient was relocated to (B)(6) due to the hurricane (B)(6) in (B)(6) and was without her equipment for a week. Patient had not been able to recharge and/or adjust therapy due to evacuation and "it was starting to catch up" to her. Patient felt like the stimulator was "snapping at her" and "felt like a bee sting." Patient was redirected to their hcp. No further complications were reported/anticipated.